Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "infusion cannula would not go through trocar sheath" (fitting problem). A nurse reported, the surgeon had difficulty placing the infusion cannula in the trocar resulting in a soft eye. Additional information has been requested.